Event description:
It was reported that the bd micro-fine¿+ demi insulin syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from german to english: patient has been using the above insulin syringe for your cat, who has diabetes, for 2 years. Patient has noticed, that the scale on the syringes is different. In a pack of 10, this is the case with more than half of the syringes. The scale on the syringes is inaccurate. Patient is concerned that she is injecting too much insulin into her cat.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
D.4 device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ demi insulin syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from german to english: patient has been using the above insulin syringe for your cat, who has diabetes, for 2 years. Patient has noticed, that the scale on the syringes is different. In a pack of 10, this is the case with more than half of the syringes. The scale on the syringes is inaccurate. Patient is concerned that she is injecting too much insulin into her cat.